Event description:
It was reported that the customer was hospitalized for a heart attack and diabetes ketoacidosis. No glucose levels were reported. It was found that the insulin pump settings were cleared, due to an alarm rec'd two days prior to the hospitalization, and the device was not reprogrammed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.